Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with pacemaker stated that after an x-ray scan was performed, was noted that one of the leads was disconnected. Technical services (ts) referred the patient to an specialist to reconnect the lead. No adverse patient effects were reported. This pacemaker remains in service.